Event description:
Homechoice pt family member called baxter customer service center and stated that the pt learned to bypass the initial drain the previous week and felt full after doing so. No further problems noted. No injury sustained.